Manufacturer narrative:
One opened (B)(6) pack from lot x3861 was returned flor evaluation. The tip protector was not returned and the needle was not bent. The port window was in the opened position and there was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. It showed the cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. The root cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The product has not been returned despite multiple requests. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in china reported that during surgery the vitrectomy cutter was not cutting. It is unknown if it continued to aspirate. No patient impact was reported.